Event description:
The customer reported that the system would produce a blank screen during fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the battery pack and the snubber as well as calibrated the filament and the generator. The system was tested and found to be working as intended and put back in service.